Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away. The spouse of the customer called to report that her husband passed away one month ago. She is waiting for the death certificate to report the death to medtronic. The exact date of death was not provided. An attempt was made to contact the next of kin at an available phone number; however, the phone number has been disconnected. No other phone numbers are available on the customer's account. A call back request letter was sent. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.